Event description:
It was reported that stent damage occurred. A 2.25 x 24mm synergy xd stent delivery system was advanced for treatment. However, the distal portion of the stent struts were lifted up. The procedure was completed with different device. No patient complications nor injuries were reported.